Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of the device") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (on (B)(6) 2016 partial hysterectomy was performed to remove the essure). Essure was withdrawn. At the time of the report, the device dislocation, vaginal infection, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, vaginal infection, menorrhagia and dysmenorrhoea to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device and malposition occurred (seen as device dislocation). A partial hysterectomy was performed to remove micro-inserts around 4 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by partial hysterectomy to essure removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of the device/ migration of essure device location of device: right-sided essure seemed to be into the endometrial cavity") and menorrhagia ("severe menstrual flow") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, ovarian cyst and miscarriage in 2011. Previously administered products included for an unreported indication: depo prevara from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included tay-sachs disease, condom and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as naproxen sodium (aleve) from 2016 to 2017, sertraline hydrochloride (zoloft) and sertraline from 2016 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2016, the patient experienced gastritis ("gastritis"), 4 years 2 months after insertion of essure. In 2016, the patient experienced mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), decreased interest ("loss of interest"), adjustment disorder ("adjustment disorder"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal infection, urinary tract infection ("uti"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual cramps"), migraine ("migraines"), headache ("headaches"), tay-sachs disease ("tay-sachs disease"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with melatonin and surgery (robotic-assisted laparoscopic-assisted vaginal hysterectomy with bilateral salpingo oophorectomy wit and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal infection, dysmenorrhoea, mood altered, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, decreased interest, adjustment disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tay-sachs disease, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, gastritis and cystitis outcome was unknown, the ovarian cyst had resolved and the back pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adjustment disorder, alopecia, anxiety, back pain, bladder disorder, cystitis, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, tay-sachs disease, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: after the first test, I was told that I needed to reschedule the hsg for another 3 months out. After second test, told tubes were blocked., tubal occlusion on the left; small amount of extravasation noted from the right fallopian tube, consistent with tubal patency.; on (B)(6) 2012: results: occlusion of fallopian tubes bilaterally.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event bladder infection added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device and malposition occurred (seen as device dislocation). A partial hysterectomy was performed to remove micro-inserts around 4 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by partial hysterectomy to essure removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of the device/ migration of essure device location of device: right-sided essure seemed to be into the endometrial cavity") and menorrhagia ("severe menstrual flow") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and ovarian cyst. Previously administered products included for an unreported indication: depo prevara from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included tay-sachs disease, condom and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2011, the patient experienced tay-sachs disease ("tay-sachs disease"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On (B)(6) 2016, 4 years 2 months after insertion of essure, the patient experienced gastritis ("gastritis"). In 2016, the patient experienced mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), decreased interest ("loss of interest"), adjustment disorder ("adjustment disorder") and fatigue ("fatigue"). On 30-aug-2016, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") with vaginal infection, dysmenorrhoea ("severe menstrual cramps"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with melatonin, surgery (partial hysterectomy and bilateral salpingectomy uterus and fallopian tubes removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal infection, dysmenorrhoea, mood altered, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, decreased interest, adjustment disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tay-sachs disease, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, ovarian cyst and gastritis outcome was unknown and the back pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, adjustment disorder, alopecia, anxiety, back pain, bladder disorder, decreased interest, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, tay-sachs disease, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. (B)(6) ,(B)(6) 2012- after the first test, I was told that I needed to reschedule the hsg for another 3 months out. After second test, told tubes were blocked., tubal occlusion on the left; small amount of extravasation noted from the right fallopian tube, consistent with tubal patency. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events mood altered, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, anxiety, depression, decreased interest, adjustment disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tay-sachs disease, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, ovarian cyst, gastritis, back pain and abdominal pain lower were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.